Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer normally is 150mg/dl in the morning. Based on parkes error grid analysis, the bias between the highest result given (452) and the normal result (150) is located in zone c. No adverse event reported.